Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found device breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the instrument was reported for unknown reason.